Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: on investigation, the keypad was found to be intact and without damage. On testing, the ok button demonstrated intermittent unresponsiveness. The up and down arrow buttons were unresponsive as was the contrast button, which has no effect on insulin delivery to the patient. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no adverse event associated with this complaint.